Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon did not have any visual defects and looked normal. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two pinholes in the distal section on the body of the balloon. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was pre-inflated. It is possible that the fact the balloon was inflated prior to the procedure that could have affected its performance and its intended purpose, leading to the observed failure and the reported adverse event. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2020. According to the complainant, during the preparation, the balloon was attempted to be inflated; however, contrast was leaking from the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found pinholes; therefore, this is now an MDR reportable event.